Event description:
Alaris syringe module channel error occurred during epinephrine drip, device read "confirm syringe". Reseeded syringe, continued to read channel error. Patient became bradycardic, code called. Patient hand ventilated, epinephrine started on different module.